Event description:
As reported, the optifix straight fixation device could not fixate to tissue. It was stated that the device did not have enough power/strength to fixate. There was no patient harm as a result of the reported malfunction.

Manufacturer narrative:
As reported, the optifix straight fixation device fastener did not fixate the mesh. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds for bent guide wire. The reported failure to fixate is a known result of bent guide wire. The component is found to be bent from applied forces when in use. No manufacturing anomies were found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, the optifix straight fixation device fastener did not fixate the mesh. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample not returned.

Event description:
As reported, the optifix straight fixation device could not fixate to tissue. It was stated that the device did not have enough power/strength to fixate. There was no patient harm as a result of the reported malfunction.